Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging all the keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2106. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: no damage or peeling was observed to the keypad. The up, down and ok keypad buttons were found to be unresponsive. The contrast keypad button was found to be responsive. The keypad cover was removed; there was no evidence of contamination on the key contacts. The pump was opened; moisture corrosion was found on the keypad connector. The bolus button was observed to be punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.